Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient expired. The device had reached eri on (B)(6) 2017 and the patient died 20 days later on (B)(6) 2017. It was noted that the device could not be interrogated after the patient death. Upon initial interrogation, the device showed that it was in bvvi mode. A second attempt was made to re-interrogate the device and a message indicating that the device could not be located and the device could not be interrogated was observed. There is no allegation that the patient's death is related to the device. The device is still implanted in the patient. It was reported that the cause of death is unknown. No further information is available at this time.